Event description:
The customer's father called for assistance in priming a new infusion set. The father then stated that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The father stated that the customer's blood glucose elevated because he was disconnected from the insulin pump for about an hour. The territory manager later called to report that the customer's hcp is requesting a replacement insulin pump for the customer. It was stated that the insulin pump has been having issues during the manual prime. It was also stated that the insulin pump has given button error alarms during normal use, without any buttons being pressed for longer than three minutes. Troubleshooting had been conducted by the territory manager, and the programming was correct. The insulin pump passed the manual prime during the call. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. All button functioning properly during testing. However, moisture damage noted on keypad traces during visual inspection. No button error alarm noted. The insulin pump received with scratched lcd window.